Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: partial nephrectomy. Event description: during the step of opening the bag, the bag fell off directly. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. Additional information provided by [distributor] on 08apr2-26 via email: yes, the bag completely fell off the metal supports. Yes, the tips of the supports were exposed inside the patient. Occurred during the step when attempting to deploy the bag. Happened immediately upon the full deployment of the actuator. Yes, the actuator was pushed forward, retracted, and then fully deployed and during manipulation to unroll the bag. Type of intervention: user replace with a new one to complete this surgery. Patient status: there is no impact to patient.